Event description:
Report received of an inability to remove an abboject syringe from the clave port. The customer reports that the patient had a triple lumen central line catheter in place. One port of the central line had the tubing set connected, and the other two ports had a clave 2000 connector. The port of the tubing set had been used previously without difficulties of removing the syringes (type of syringes were unspecified.) The clinician could not recall which drug, but one of the emergent drugs was given via the clave valve of the tubing set. It was reported that the syringe had connected to the clave port without any difficulty and the drug was administered without any difficulty. Once the drug was delivered and the syringe was to be removed from the port, the syringe could not be disconnected from the clave port. The patient was reported to have "not been doing well and the family was in the process of deciding the patient's dnr status." The pt did not survive the code. The reporter stated that the patient's death was not related to the inability to disconnect the syringe from the clave port. The other ports on the triple lumen catheter were available for use. The reporter states the outcome was not unexpected. Additional patient information was requested, but no further information was available.